Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was evaluated, replaced, and calibrated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed collimator errors upon boot, failed to boot to a usable state, and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.